Event description:
Hosp info: esophageal pacing stethoscope was in place. When electrocautery machine was turned on, it caused the pacemeker ot be blocked out. Changed out boxes and it reoccurred. No pt injury resulted. Additional info: pt in good health, slight ischemia, esu, EKG, pulse ox, co2 & pacing signals went crazy, lost capture, hr dropped to 30 bpm, unhooked tapscope and went to drug management (atropine). Almost put pt in cardiac standstill.